Manufacturer narrative:
The unit has not returned for evaluation. The identifying serial number has not been provided. A root cause cannot be determined at this time. If additional information is received, a supplemental report will be submitted.

Event description:
On (B)(6) 2022, a patient had a postoperative deficit after undergoing a spinal procedure where a safeop unit was used. It was reported the patient had quadriceps weakness on the operative side. There was no allegation of product malfunction.